Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair an emergent thoracic aortic dissection. When a 24 fr gore introducer sheath with silicone pinch valve was removed, it perforated the right femoral artery. The artery was successfully surgical repaired.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork is being conducted. Please note: a gore tag thoracic endoprosthesis was implanted (tg4020 / lot#04298151).